Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2017. -prior to removal, the patient had an 18mm balloon dilation and steroid treatment for 10 days. -device explant due to severe dysphagia occurred without issue on (B)(6) 2017. -device was found in the correct position/geometry at time of removal.